Manufacturer narrative:
This report is filed march 10th, 2015.

Event description:
Per the clinic, the patient experienced static and intermittency with device use; the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).